Manufacturer narrative:
H.6. Investigation summary: bd was unable to verify the reported issue as no sample or photo was provided. A review of the device history record revealed no irregularities during the manufacture of the reported lot. However, the investigation concluded that there was an intermittent issue with the tip cap torque heads which was resolved at time of issue. Product associated with the defect was held for inspection, and the affected material was scrapped. It is possible that the issue may have been intermittent prior to detection and there may have been a limited occurrence outside the contained material. H3 other text.

Event description:
It was reported that the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% plunger wasn't sealed and the solution leaked out during use. The following information was provided by the initial reporter, translated from french to english: "the plunger of the syringe is not sealed and the solution of the syringe leaks out".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd posiflush¿ xs pre-filled flush syringe nacl 0.9% plunger wasn't sealed and the solution leaked out during use. The following information was provided by the initial reporter, translated from french to english: "the plunger of the syringe is not sealed and the solution of the syringe leaks out."